Event description:
21 y/o male had lt tibia repaired with rod 8/15/97. It appeared to be healed. 2/3 pt was running and had leg pain & swelling. 2/6 to or rod was broken - removed & hardware replaced.